Manufacturer narrative:
Pt's gender: unk. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. This report was mailed to FDA on: 08/11/2010. The manufacturer internal reference number is: (B)(4).

Event description:
Adverse event(s): "no patient harm/injury." Product problem(s): "poor aspiration during surgery" (aspiration issue) a customer reported that aspiration was poor during vitreous cutting. No patient impact was reported. A sample will be sent in for evaluation.